Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a wce-1616 cook medical zenith dissection endovascular grafts post market study cook became aware of this event. On (B)(6) 2021 the patient underwent an endovascular aortic repair for an aortic aneurysm with a (B)(6). The procedure angiography reported that the study device was patent. There was no separation, evidence of device integrity issues and no endoleak. Four days post procedure follow-up CT, 1-month, 6-months, 12-months, 2-years and 3-years follow-up CT (computed tomography) showed the study device was patent. Vessel patency was not assessed by the site. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2025, 1574 days post procedure, the four-year follow-up CT with contrast was completed. The site has not provided any data at this time. On the same day, a proximal type ia endoleak that required no treatment at this time. The site did not provide data on relationship to the study device, the study procedure, or contributing causes to the event. The site stated, ¿perfusion behind the proximal stent graft, with no diameter increase¿. The patient remains enrolled in study. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Event is related to the implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. Zdeg device is used for treatment of aneurysm which is outside of untended use for this type of the device. According to the instructions for use, indicated for the endovascular treatment of patients with symptomatic dissection of the descending thoracic aorta. However, this is assessed not to have an impact on the event in the current complaint. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible causes could be endograft migration, progression of aortic disease and anatomical factors. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1616: zenith tx2 dissection w/pro-form and z-trak plus (zdeg): on (B)(6) 2021, the patient underwent an endovascular aortic repair for an aortic anuerysm via percutaneous right femoral artery under general anesthesia. The procedure angiography reported the study device was patent. There was no separation, evidence of device integrity issues and no endoleak. On (B)(6) 2021, four days post procedure, the follow-up CT with contrast was completed. The CT showed the study device was patent. Vessel patency was not assessed by the site. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2021, 33 days post procedure, the follow-up CT with contrast was completed. The CT showed the study device was patent. Vessel patency was not assessed by the site. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2021, 212 days post procedure, the six-month follow-up CT with contrast was completed. The CT showed the study device was patent. Vessel patency was not assessed by the site. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2022, 370 days post procedure, the 12-month follow-up CT with contrast was completed. The CT showed the study device was patent. Vessel patency was not assessed by the site. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2023, 766 days post procedure, the two-year follow-up CT with contrast was completed. The CT showed all vessels, and the study device was patent. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2024, 1130 days post procedure, the three-year follow-up CT with contrast was completed. The CT showed all vessels, and the study device was patent. There was no separation, evidence of migration or device integrity issues and no endoleaks. On (B)(6) 2025, 1574 days post procedure, the four-year follow-up CT with contrast was completed. The site has not provided any data at this time. On the same day, a proximal type ia endoleak that required no treatment at this time. The site did not provide data on relationship to the study device, the study procedure, or contributing causes to the event. The site stated, ¿perfusion behind the proximal stent graft, with no diameter increase¿. Patient outcome: the type 1a endoleak was reported on 1574 days post op. No treatment was done at the time of the event. Four-year imaging data is incomplete.